Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier cn-430285a, is related to case with patient identifier cn-430285b.

Event description:
It was reported the patient received the following results within 15 minutes: 7.6 mmol/l (aviva) and 14.8 mmol/l (guide)